Event description:
Event description boston scientific crm received information that this pacemaker patient experienced a syncopal episode. The ventricular lead displayed low sensing amplitude measurements and increased threshold measurements. During the revision procedure the following day, the lead was surgically abandoned and another model was successfully placed.